Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose levels of 600mg/dl and vomiting. Elevated blood glucose levels were brought back down to target by administering manual injections. The customer also consulted with their healthcare provider.